Event description:
It was reported through a case report titled "complete atrioventricular block and permanent pacemaker implantation following percutaneous coronary intervention to left anterior descending artery chronic total occlusion (cardiovascular revascularization medicine 28s (2021) s222-s224)" that identified an asahi confianza pro 12 guide wire had contributed to vessel perforations. Excerpt is as follows: a (B)(6) male was referred for elective pci of a cto in his lad. He had a past medical history of hypertension and hyperlipidemia. He had presented with stable angina ((B)(6) class iii). His ECG showed sinus rhythm, 70 beats per minute, first degree av block, and complete left bundle branch block (lbbb) (fig. 1). His echocardiogram showed mild hypokinesia of the anterior and septal walls, ejection fraction 45-50%, and mild mitral regurgitation. Despite guideline directed medical therapy (aspirin 100 mg od, atorvastatin 40 mg od, bisoprolol 2.5 mg od, oral nitrates, valsartan 160 mg od, amlodipine 5 mg od), he remained symptomatic. Subsequent myocardial scintigraphy (spect) revealed 16% ischemia in the medial and apical anterior and septal wall. A coronary angiogram was performed and showed a cto of the lad after the first diagonal (d1) branch, severe ostial disease of d1, cto of the mid non-dominant rca with bridging collaterals, and moderate disease in the ostium of the rca, in the intermediate/ramus branch (im) and in the proximal circumflex artery (lcx). After consideration of the patient's history, spect findings and coronary anatomy, pci to the lad cto and d1 was decided as the best approach for revascularization. On further lad cto anatomical assessment, with the presence of a blunt proximal cap, calcification, and occlusion length > 20 mm, the j- cto score was determined to be 3. The distal lad was seen to fill retrogradely from small epicardial collaterals from the non-dominant rca and ipsilateral collaterals from the lpda, om/im and d1. Clopidogrel 75 mg od was added to his medication and staged cto pci scheduled. Pci was performed using the bifemoral approach and with dual injection angiography. A 7 french (fr) ebu 3.5 guide catheter was used for the left coronary artery and a 5fr jr4 diagnostic catheter for the rca injections. The procedural strategy was antegrade wiring (aw), with the plan to switch to antegrade dissection re-entry (adr) if required. A workhorse cougar xt wire (medtronic) was advanced into d1. After an initial approach with a finecross microcatheter (terumo corp) with pilot 150 (abbott vascular), then gaia 2nd (asahi intec), the occlusion was crossed with a confianza pro 12 (cp12) guidewire (asahi intec). During wire crossing, the cp12 had initially crossed into a septal branch, following which the patient developed severe bradycardia and hypotension. Despite intravenous atropine, fluids, and a high dose isoproterenol infusion the patient remained in complete av block with a ventricular rate of 35 beats per minute. An angiogram of the rca showed this to be unchanged and the catheter withdrawn from the ostium in case this was cause. The complete av block persisted and a temporary pacing wire was inserted with the patient becoming hemodynamically stable. The procedure was continued, dilating the occlusive segment with a 2.0 balloon restoring antegrade flow. This revealed a long segment of severe lad disease involving a large second septal branch (s2). After a drug eluting stent (des) (resolute integrity 2.75 × 34 mm) was implanted in the mid-distal lad beyond d1, a mini-crush two-stent technique was used to treat the lad/d1 bifurcation, with a further des (resolute integrity 2.75 × 30 mm) implanted in the ostium of d1, followed by an overlapping des (resolute integrity 3.5 × 38 mm) in the proximal-mid lad. Following the final stent implantation, the large s2 was noted to be occluded. The pci was completed by performing kissing balloon inflations of the lad/d1 bifurcation (quan- tum 3.5 × 15 mm and 2.75 × 15 mm non-compliant balloons) and the proximal optimization technique (pot). No attempt was made to recanalize s2. The patient was transferred to the coronary care unit for monitoring. Despite discontinuation of the beta-blocker and the isoproterenol infusion, complete av block with hemodynamic compromise persisted every time the temporary pacing was temporarily stopped. After 5 days the electrophysiologist implanted a permanent pacemaker without complication, allowing the patient to be discharged 2 days later. It's possible in this patient with preceding rst degree av block and lbbb, that acute and permanent complete av block developed because of injury to s2 early during the procedure while using the cp12 cto penetration guidewire, with its complete occlusion after stenting causing further ischemic injury to the right bundle. Another possible explanation for the acute av block during the procedure could be septal hematoma formation caused by perforation of s2 by the cp12 guidewire.

Manufacturer narrative:
Manufacturing site was unable to be identified because lot information was unavailable. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because of unavailability of lot information. All the shipped products were inspected in the production process and satisfied the product specifications ad release criteria; therefore, it was concluded that there was no anomaly in product quality. Due to limited information provided from the literature, how the confianza pro 12 had cause or contributed to the reported vessel perforation or injury was unable to be determined. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with this event. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects]: damage to a vessel, including possible vessel perforation.